Manufacturer narrative:
Correction data: b.3, d.6a, d.6b. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/06/2024.

Event description:
Patient reported right side implant rupture, gel leaked and pain symptoms diagnosed by MRI. Device has been explanted.

Event description:
Patient reported right side implant rupture, gel leaked and pain symptoms diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and pain was requested on june 10, 2024. Lot number 2753301 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Patient reported right side implant rupture, gel leaked and pain symptoms diagnosed by MRI. Device has been explanted.